Event description:
N/a.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer evaluated that ac reel cable stuck performed unit checkout. Unit passed all functional and safety testes. Unit had ac reel cord replaced system needs batteries and safety disk parts are on back order will replace once items are delivered. FDA extended life letter has been issued for extended life parts for batteries and safety disk. Returned unit back to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint part was received with a reported failure of the ac power cord reel being stuck. The fat performed a visual inspection and found the part to be unable to wind up the cord properly. Confirmed the reported failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Ar. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units ac reel cable was stuck. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.